Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, the customer noticed the tube was damaged. There was no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tubes, the customer noticed the tube was damaged. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, both of which show a tube leaking blood from a crack on the bottom of the tube. Additionally, 30 retained samples were visually inspected for cracked tubes, and none of the samples failed. Furthermore, 10 retained samples were visually inspected for brittleness, and one of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.